Manufacturer narrative:
Patient weight was not available from the site. Device model/catalog # could not be determined from the information provided by the site. The di # is determined by the model/catalog # and is therefore unavailable. The lot# was unavailable from the site. Device expiration date is determined by lot# and is therefore also unavailable. Device manufacture date is unavailable as the lot# could not be obtained. Device was discarded by the site. There is no allegation of a malfunction of the device. Therefore, no evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to extract leads due to infection, the physician utilized the spectranetics glidelight laser sheath. The patient had 5 leads, 2 capped and 3 active. 2-3 of the leads were successfully extracted, but one of the capped leads broke off and the remnant had to be removed with a snare. During the retrieval, the patient's blood pressure went down, and the physicians had to open the chest of the patient. In doing this everything seemed to go well. Patient was closed and kept in hospital. Later it was realized that the patient had somehow developed a very small perforation in the subclavian area and died a couple days later. It is unknown what caused the perforation of the subclavian area. This MDR is being filed since the spectranetics glidelight sheath was utilized during the procedure. There is no allegation that the glidelight malfunctioned in any way.